Event description:
Per the report received from italy, this inspiris resilia valve model 11500a21 implanted in aortic position, was explanted from this 57-y-o patient after an implant duration of three (3) years due to pannus overgrowth, in the absence of calcification, leading to increased gradients and leaflet restricted motion. Since the index procedure, serial echocardiographic evaluations have been performed at six-month intervals, demonstrating a progressive increase in transvalvular gradients from 20 mmhg to 33 mmhg and 35 mmhg, ultimately reaching 54 mmhg at the most recent assessment. There are no records available to know if this patient presented with increased gradients right after the valve's implantation. The patient, who is under anticoagulation medication, presented with dyspnea but was noted to be in stable condition. A 23mm bioprosthetic valve was successfully implanted in replacement, achieving a gradients reduction to 5mmhg.

Manufacturer narrative:
Additional h6 (type of investigation) codes: analysis of images and labelling review. H3: device evaluation: the device was returned for evaluation. Customer report of pannus was confirmed. Customer reports of leaflet restricted motion and increased gradients were unable to be confirmed through visual evaluation. X-ray demonstrated wireform intact and cocr band bent outward around leaflet 1; the vfit band does not appear expanded. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5 mm on leaflet 1 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3 mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. As received, non-transmural cut was observed on the outflow aspect of leaflet 1. Two mechanical damage marks were observed on the outflow surface of leaflet 1 (see attached photo). Sewing ring cloth had multiple cuts around the valve. Metal band was exposed on the inflow aspect. Suture holes were visible around the sewing ring. H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. 1 still image and 3 short videos were provided for review. Echo imaging demonstrates a continuous-wave doppler signal across the lvot; however, due to the view and insonation angle used, it is not possible to accurately assess the gradient. Videos from echo 1 and echo 2 show the valve opening, but the degree of motion restriction cannot be determined, nor was a gradient measurement obtained. A turbulent flow pattern is visible. Echo 3 provides a 3d view of the aortic valve opening, but no quantitative measurements are available to assess the aortic valve area. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.